Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that event log files were submitted for review. The patient's system controller was exchanged after frequent beeping that started in september. The beeping had been occurring for some time. The patient cleaned the batteries and the battery clips and tried different battery clips, but the alarms continued. The patient had a low voltage alarm while on the white cord on battery power in the clinic. No alarms were reported while on wall power. The event log file also captured an odd string of power cable disconnect alarms, low power advisory alarms on 13nov2023 while on battery power. The battery clips were exchanged since the alarms recurred after the system controller exchange, which resolved the beeping. The alarms were suspected to be caused by the poor connection between the batteries and battery clips, but it was not confirmed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient's system controller was exchanged after frequent beeping that started on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical low voltage and atypical power cable disconnect alarms were confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file (20231113_031053) was submitted for review that showed events spanning approximately 15 hours (13nov2023 from 01:33:08 ¿ 16:07:21 per timestamp). On (B)(6) 2023 at 10:22:09, at 10:25:16, and at 10:38:05 atypical power cable disconnect alarms that were associated with rsoc invalid faults on both power cables. Atypical low voltage advisory alarms due to fluctuating bus voltage on the black power cable were active on throughout the log file beginning on (B)(6) 2023 at 10:19:52. The alarms were active while the system controller was connected to battery power and were not associated with a power source exchange. There were no other notable alarms active in the log file. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 24mar2023. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.